Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the device did not yield an image on one monitor. The second monitor did have an image. Reseating the cables did not bring the image on. The customer completed the intended procedure with one monitor. There is no harm or adverse impact to the patient. Upon troubleshooting post procedure, it was discovered that the input settings on the monitor were incorrect. The monitor was set up for serial digital interface (sdi) 1 input and cables were connected to sdi 2 input. Once the input settings were changed to sdi 2, the image was available.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified. However, it's possible the cause is related to peripheral devices, a cable, or a connection, but the cause could not be identified. Olympus will continue to monitor field performance for this device.